Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed non-sustained right ventricular oversensing due to noise on the right ventricular lead. Programming changes were performed to deactivate the lead. There were no patient consequences.